Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 116.7 months. It was later learned that the reason for explant was due to aortic stenosis. Per the operative report: "the aorta was opened with a vertical aortotomy. A calcified valve with almost no motion of the leaflets was found and it was explanted."

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue. The missing sections measure to approximately 3mm at the free margin by 8-9mm into the cusp area of leaflets 1 and 2. Heavy calcification is evident in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth is detected at the stent inflow and the tissue inflow. It encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm. The x-ray exhibits calcification.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Per the clinic, the patient under went revision surgery in 2009 for skin flap reduction, as the patient was experiencing difficulty with the external transmitting coil and magnet attaching to the internal magnet. The surgery went well and the patient is reportedly doing well.